Manufacturer narrative:
(B)(4). Batch # u5cf8l. Additional information was requested, and the following was received: what were the indications for surgery? Diverticulitis, possible ovarian mass. What surgical procedure was performed? Sigmoid colectomy. Did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? The physician¿s assistant, who fires the device on a regular basis where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle to low. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, closer to 30 seconds, as well as 15-30 seconds after firing was the device difficult to close? No. Was the device difficult to fire? No. Were there any issues with removal? Yes. As described. The device would not release the tissue. To ensure that the anvil was free of tissue, was the device rotated 90 degrees in both directions prior to fishtailing out? Yes. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. The washer was cut completely. Were the donuts inspected? If so, please describe. Yes, the donuts were complete, but the proximal donut was thin on one side. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. The staples appeared to be formed appropriately was a leak test performed? If so, what type and what was the result? Not initially, as the defect was clearly visible. A leak test was performed after the suture repair was complete. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, after the repair had been completed. How was the leak identified? The hole was visually apparent. How was the leak addressed? The defect was closed with suture. Device analysis: the analysis results found that the ecs25a device arrived with no apparent damage. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colectomy, device was working appropriately up to the point of removal. The knob was rotated 3/4 revolutions ccw to loosen but would not release the tissue. The knob was loosened again and would still not release tissue. Additional force and loosening were required, and the device was removed with some tearing of the tissue at the anastomosis. During removal, the anvil detached from the device and was removed trans-anal. The defect in the colorectal anastomosis was repaired using suture and a diverting loop ileostomy was created. Surgery was delayed 60+ minutes due to this reported event. Patient experienced increased operative time, damage to colorectal anastomosis, repair of colorectal anastomosis, diverting loop ileostomy and future procedure to take down ileostomy. Procedure was successfully completed.